Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was 464 mg/dl. The customer treated with the pump. The customer stated that there were not large bubbles only. The customer drank juice to troubleshoot for low readings. The customer was advised to let insulin naturally get to room temperature and to avoid rewinding the reservoir in pump to help with avoiding bubbles. The customer declined to troubleshoot for high and low readings.